Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, one of the bands failed to deploy. A photo was provided showing that the bands were overlapped and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, one of the bands failed to deploy. A photo was provided showing that the bands were overlapped and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.